Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's device was 'gonging' all night. Support reviewed the pt's download and noted highfall-off and dual-lead noise. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluated of electrode belt sn (B)(4) has been completed. The reported problem (constant 'gonging') has been confirmed. Upon eval, the cable connecting the distribution node (dn) and the ECG electrode c and d assembly was pulled from the dn, there were unattached pulse wires inside of ECG electrode a and the j704 connector was damaged on the pca board. The cause of the constant gonging is the damage to the electrode belt. The exact source of the gonging could not be positively identified. The root cause of the damaged belt cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.